Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 8.0 inr. The corresponding lab result reported was 3.1 inr. The patient was advised to hold his coumadin medication. The reporter declined product replacement.